Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster stent resulting in the use of a second device. Device issue: failure to cross. It was reported that a graftmaster stent was attempted to be used for treatment of a perforation that was caused by another company's device; however, the stent could not pass past the left main artery due to the patient's anatomy. The perforation was treated with another stent. No additional event or patient information is available.

Manufacturer narrative:
.